Event description:
The clinician reported that 2 weeks after the dental implant was placed in ada site 5 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The clinician reported the patient's pain and swelling. The implant was manually torqued to 35 ncm. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.